Event description:
Patient underwent a balloon kyphoplasty procedure. The treating physician reported the inflatable portion of the inflatable bone tamp broke off during the procedure, was not able to be removed, and was encased in the bone cement. Patient did not experience any adverse consequences.

Manufacturer narrative:
Device not returned for evaluation; no conclusion can be drawn.